Event description:
Patient was struck by a motor vehicle. The patient presented to outside hospital where he was found to have a grade 3 splenic laceration by CT. Patient was transferred to our hospital for further management. Upon arrival patient was noted to have positive fast exam in the upper quadrants and interventional radiology was consulted for splenic embolization. Given convincing CT findings for splenic injury, decision was made to perform proximal splenic artery embolization to reduce the pressure head. A 2.4 french progreat microcatheter was advanced over a double angled gt glide wire coaxially through the base catheter and into the mid splenic artery. A detachable coil (8mm x 30cm) was advanced into the splenic artery but it would not form due to vessel size and tortuosity, so it was resheathed and not deployed. A second smaller coil 7mm x 30cm) also would not deploy correctly and was resheathed and removed. These coils were saved for further investigation.